Event description:
Baxter (B)(4) received a report that an infusor had air in the stress member after filling. Specifically, when the bladder was inflated, half of the stress member was filled with the drug and the other half of the stress member was filled with air. The device was filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be an uneven plug at the stress member, which caused solution to get inside of the stress member. The root cause of the uneven plug was determined to be operator error.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 250 ml of fluid in the reservoir. Visual examination of the device confirmed the inside of the stress-member column was half-filled with air and half-filled fluid. However, the root cause could not be identified. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.